Event description:
Customer reportedly obtained results of 21 mmol/l and 8.6 mmol/l within 10 minutes on the advantage system. An additional comparison reports results of 14 mmol/l and 6 mmol/l on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.